Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope switch box had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on legal manufacturer's final investigation. New information added to the following fields: e2, e3, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3)years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for foreign material on the switch box could not be determined since no physical damage was confirmed at the place where the foreign material remained. However, it was confirmed the reprocessing steps at the material residue point were deviated from the instruction manual. The event can be detected and prevented in accordance with the following instructions for use: instructions for use states that detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.